Event description:
According to the reporter the product was removed and replaced. The reporter stated that this pt has copious secretions and requires suctioning up to 20 times per hour. On several occasions they have experienced difficulty removing the hme from the connector which slowed the response to the pts need for suctioning. The reporter does not wish to use this product as they believe it is more difficult to remove trach accessories. The reporter has stated they will go back to use the tracheostomy tube to which they were accustomed. The pt recovered with no incident related medical sequelae.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the evaluation.